Event description:
Reporting status: death. Reporting rationale: acute thrombosis requiring medical intervention resulting in death. Device issue: difficult to position. It was reported that during a right coronary primary ptca, in an attempt to treat a total occlusion, a bmw crossed through the lesion without complications. Then a voyager rx balloon catheter was attempted to cross but excessive friction was experienced; therefore, it was decided to change the guide wire for a second bmw, but the same problem occurred. Another company's guide wire, and a voyager rx crossed with no complications. Additionally, it was reported that the patient died because of vessel thrombosis, in spite of several thrombus aspiration and balloon dilatations. No additional event or patient information is available.

Manufacturer narrative:
The second hi-torque balance guide wire with hydrocoat hydrophilic coating indicated is being filed under same MFR #. Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the intermediate and tip coils. There was corrosion on the proximal solder and tipball. The intermediate coils were pushed distal from the proximal solder for a length of 0.5 mm. There were severely offset and overlapped intermediate coils for a length of 1 cm proximal to the center solder. The tip coils were pushed distal from the center solder for a length of 2.5 mm causing the tip to be in a hook shape. There was 2 mm of the tip coils that were stretched and overlapped over the center solder. There was no other damage noted to the guide wire. The catheter used during the procedure was not returned. The guide wire was advanced through a hole gauge, but the guide wire would not advance past the offset and overlapped intermediate coils. This did not meet manufacturing criteria. The tip of the guide wire was tugged on to confirm the core and shaping ribbon were intact. An attempt was made to backload the guide wire through a new balloon catheter but the guide wire would not advance past the offset and overlapped intermediate coils. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.